Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved- unable to establish contact with the customer at this time. Product notification letter not sent to customer to contact customer care. No address on file for the customer.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 98-105mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was not performed by the customer (declined). The test strip lot manufacturer's expiration date is 04/30/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6). Customer declined to retest and disconnected call. Called customer back voicemail not set up will follow back up with customer.